Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of a hex tip fracture of a xia 3 universal tightener was confirmed via visual inspection of the returned device. The universal tightener was confirmed to have been used for final tightening according to the follow-up correspondence. The surgical technique states that the xia 3 universal tightener is not to be used for final tightening. This instrument is not meant to withstand excessive amount of loading for the final tightening of the implants. Conclusion: the cause of the fracture is user error.

Event description:
It was reported that ¿when tightening the xia 3 nut into the screw, the tip of t-screwdriver fractured. There were no delay and no adverse consequences for the patient. Another screwdriver of the same part reference was available in the kit; the surgeon completed the surgery with this back-up device."

Event description:
It was reported that ¿when tightening the xia 3 nut into the screw, the tip of t-screwdriver fractured. There were no delay and no adverse consequences for the patient. Another screwdriver of the same part reference was available in the kit; the surgeon completed the surgery with this back-up device."